Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, right rupture. Device has been explanted. Healthcare professional, (hcp) later confirmed, rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on posterior assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right rupture. Device has been explanted. Healthcare professional (hcp) later confirmed rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right rupture. Device has been explanted. Healthcare professional (hcp) later confirmed rupture.